Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer's blood glucose (bg) level was displayed as "low"; however, no specific value was provided. Customer "drank a sugar drink" to address bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.